Event description:
The customer reported that moisture underneath the display was observed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly. A corroded motor and keypad traces noted during visual inspection.